Event description:
Pt reported obtaining back-to-back blood glucose results, of 441 mg/dl and 152 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect prod and replacement prod was shipped.